Event description:
It has been reported to philips that the image quality was poor. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis was performed when the issue happened. The procedure was completed by using poor iq and increased system exposure settings. A philips field service engineer (fse) inspected the system and confirmed that the system has poor fluoro image quality. Upon some functional test, fse found the customer was unhappy with the image quality so they themselves increased the dose settings. Customer was aware at the time, and they still decided to continue using the system. After restarting the system returned to use in good working order.